Event description:
It was reported that the patient's right ventricle lead exhibited noise episodes. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.